Manufacturer narrative:
Claim# (B)(4).

Event description:
Reports for a planned removal and replacement for lens implanted in right eye of paitent. See MFR. Rep # 2023826-2022-00992 for fellow eye. Lens remains implanted.